Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a tavi procedure involving the evolutfx-23 valve, a predilatation of the aortic annulus was performed prior to implantation. The medical team attempted to implant the valve, but two initial partial releases were unsatisfactory. Fluoroscopy revealed valve infolding and the valve was were replaced with a new valve. There was no patient involved.

Manufacturer narrative:
Image review: one static image was provided for review. Patient¿s executive summary was provided for anatomical review. Patient¿s aortic valve appeared to be moderately calcified with an annulus perimeter that measured 62.5mm with a perimeter derived diameter of 19.9mm suggesting a 23/26mm evolut. The average diameter of the sinuses of valsalva measured a mean diameter of 26.8mm which would fall just below the recommended =27mm for the 26mm evolut. There was protruding calcification in the aortic annulus not extending to the left ventricular outflow track. It was reported that a 23mm was selected. Fluoroscopy valve load inspection was not provided for review thus it is not possible to validate a good load. It was reported that an infold was noted after the two partial deployment attempts. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that the infolded valve was not implanted, and a new system was used. Since fluoroscopy valve load inspection was not provided, it is not possible to rule out that a possible misload might have contributed to the infold. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: a1, a2, a3a, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a tavi procedure involving the evolutfx-23 valve, a predilatation of the aortic annulus was performed prior to implantation. The medical team attempted to implant the valve, but two initial partial releases were unsatisfactory. Fluoroscopy revealed valve infolding and the valve was were replaced with a new valve. No patient complications were reported as a result of this event. Additional information was received that during the third partial release of the valve, a line from an incorrect recapture was detected. A delay in the procedure occurred due to assembling a new system. Per the physician, the patient's anatomy of a small ring with a loop in the leaflets contributed to the event.